Event description:
The hcp reported a patient's drug delivery pump had recorded a motor stall and tube set message following an MRI. The patient presented in the clinic to have their drug delivery pump reprogrammed to an increased dose. The pump had noted a motor stall in 2006 and two days later, a tube set message. The patient had an MRI in 2006 and the pump was never checked following the procedure. The patient denies hearing any audible alarms. The motor stall was recovered and the patient's pump was reprogrammed. No patient symptoms were reported. Additional information has been requested and a follow up report will be submitted when information becomes available.